Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted photos confirmed damage to the silicone jacket layer of the driveline; however, a specific cause could not be determined through this evaluation. Additionally, the submitted log file appeared to show the pump operating as intended with no atypical alarms or events. It was reported the patient had a damaged driveline and rescue tape was applied. Additional information was requested, but not provided. The heartmate ii lvas IFU and patient handbook address how to care for the driveline. They also address damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information was requested but not yet provided. Age of device: unspecified. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on an unspecified date. It was reported that the patient had a damaged driveline and applied rescue tape. Manufacturer's technical service representative reviewed the log files and did not find anything indicating internal driveline damage. Additional information was requested but not yet provided.